Manufacturer narrative:
Result: side rail assembly.

Event description:
It was reported by service report that the right side rail was damaged and does not work. No pt involvement or adverse consequences are reported.